Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b2; b3, b4, b5, d1, d2, d4, d6, d10, e1, g3, g4, g6, h2, h4, h6, h11. D10: item name# oxford cmls resection hall 3pk; item number# 506138; lot # 968397. Item name# oxford cementless tibia f lm; item number# us166580; lot # r3058145a. Item name# oxf twin peg cmntls fmrl lg; item number# 161475; lot # r3050589a. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient presented with a six-month history of knee pain and episodes of giving way. Radiographs demonstrated polyethylene wear with suspected polyethylene fracture and associated osteolysis, as well as progression of lateral compartment arthrosis. The patient underwent revision surgery. Intraoperatively, the polyethylene bearing was found to be markedly worn and thinned, though not yet completely fractured. These findings occurred approximately 9 years and 3 months following the original implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that the patient is being considered for a knee arthroplasty revision to address pain, instability and osteolysis with polyethylene wear six (6) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.